Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 at 1 am with blood glucose of 225 mg/dl. The customer¿s current blood glucose level was 266 mg/dl. Customer went to emergency room. The customer provides details regarding symptoms of their high blood glucose episodes such as shaking. Customer also reported that the insulin pump had stop working. The customer treated with the saline. Customer stated that thy received low battery alert. Troubleshooting was complete for high blood glucose level. Customer also stated that the self test was pass. The insulin pump will not be returned for analysis.